Event description:
Pt rec'd small (redness) burns around perimeter of electrode during electrotherapy treatment at clinic using a chattanooga interferential device. Pt was seen by doctor who prescribed polysporin ointment.